Manufacturer narrative:
Based on the information provided, the cause of the post-procedure complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Verification of the product and event details cannot be performed via system logs because system logs were not available at the time of this report. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being classified as a reportable adverse event due to the following conclusion: a patient underwent a successful ion endoluminal lung biopsy procedure and reportedly later experienced a pneumothorax that required chest tube placement and hospitalization. The placement of a chest tube and hospitalization are considered medical interventions to preclude permanent impairment, and thus, represents a reportable adverse event. At this time, the cause of the complication is unknown; although there is no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information becomes available, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure for a 1.1 cm nodule on the right lower lobe of the lung. The physician used a 21g flexision needle, a third party forceps compatible with the ion system, and a third-party cytology brush for tissue collection during the procedure. The patient experienced a pneumothorax which required a chest tube insertion as well as hospitalization. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following information: the pneumothorax was discovered post procedure on a chest x-ray. The size of the pneumothorax was unknown, but a chest tube was inserted to resolve the pneumothorax. The patient was admitted for 1 day and discharged the following day. There was no allegation of a malfunction of an ion system, instrument or accessory malfunction.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by a failure analysis engineer. The investigation revealed that there were no relevant system errors noted to have occurred during the biopsy procedure.